Event description:
Information receives indicates six model 1916ea4s totalcare spo2rt w/mcm surfaces in the burn center at the (B)(6) appears to be retaining fluids and could be affected by contamination. The hospitals ICU operation has been shut down, as two patients have died. There are no allegations from the hospital that there is a link between the surfaces and the patient deaths. The hospital knows they have the presence of specific bacteria in different zones of the hospital and are not relating the hill-rom surfaces with the infection presented in their patients. The hospital has taken samples of the mattresses for surface contamination which came back positive for two stains: (B)(6), located in the x-ray sleeve. Replacement mattresses were sent to the facility.

Manufacturer narrative:
Three mattresses were returned from the facility for analysis. Surface 1 did not show any signs of compromise on the outer ticking shell. This surface looked to be in very good surface 1 did not show any signs of compromise on the outer ticking shell. This surface looked to be in very good condition. The x-ray sleeve staining was comparable to other toppers that have been returned and which testing has shown that only silver is contained within the staining. Surface 2 was compromised by cuts in the bottom ticking outside of hill-rom's control. The cuts look like they were made with an object containing a sharp edge. This surface had extensive wear on the bottom ticking exposing the scrim through the urethane coating. The fluid ingress evident by internal staining observed is thought to be from the cuts in the knee section of the mattress. Surface 3 showed signs of wear and tear on the bottom ticking exposing the scrim of the material. The x-ray sleeve, again like surface 1, showed staining similar to other toppers returned with stains from the silver oxidizing. Discoloration of the underneath side of the topper is attributed to the heat and vapor from the patient. The surface cuts and areas where the coating is worn away from the scrim on the mattress bottom ticking were not caused by any manufacturing processes or defects. Some common ways that a ticking can be compromised are the sharp edge of scissors, scalpels, knives, etc. With regard to bacteria found in the x-ray sleeve, some ways of transport of contaminants into the x-ray sleeve would be placing dirty hands or gloves in the sleeve, leaving the sleeve open after use to allow fluids to enter by dripping, contaminating with a used x-ray cassette, or any other object that may have been exposed to contaminants and then placing in the x-ray sleeve.